Event description:
Neonatal transport ventilator w/incubator: ventilator started and prepared to admit patient. Vent manometer operated as expected w/cycling fluctuations. As respiratory prepared to admit to ventilator, she noticed she did not hear the ventilator cycle and looked at manometer noting absence of cycling fluctuations. Problem was not resolved so machine was pulled.

Event description:
Add'l info rec'd for report mw5031693 on 11/11/2013: amendment / correction to report submitted on 8/30/2013: this report was previously entered incorrectly. I have corrected the outcome on this incident.